Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1613c93e sn (B)(4), etlw1613c124e sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with left leg pain. An angiogram revealed an occlusion in the left common iliac artery extending up to the bifurcation. A thrombectomy was performed and the event resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction to the following information in this section. Other relevant devices: etlw1613c93e sn (B)(4) is no longer relevant as there are no events related to this device.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: expiration date: 2018-03-08, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.